Event description:
The home pt was awoken with chest pain and a headache while receiving overnight home tpn therapy. The pt noticed the air in the IV line from the downstream filter to his catheter. The pt changed out the IV set and continued the tpn therapy without further issue. It was reported that the chest pain went away quickly and the headache was resolved by morning. No medical or surgical intervention was required.